Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The lens was stuck in the cartridge or injection system. The lens was intraoperatively implanted, removed and replaced with a same length lens and the problem was resolved. The cause of the event was reported as unknown. There was no patient injury.